Event description:
The patient was revised because of subsidence of the tibial tray, it was noted the patient had poor bone quality.

Manufacturer narrative:
Examination was not possible, as the products were not returned. The investigation was limited to the information provided, as the part and lot numbers required to review the device history records was not provided. Provided information states the patient was revised due to the tibial tray subsiding due to poor bone quality. The primary surgery was done 9 years ago. Provided information marked on the device experience report is marked that the products are not suspected of failing to meet specifications or contributing to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should the products and/or any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.